Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after the 5th shock, the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing, bench handling, impedance, and defibrillation cycling without duplicating the report. Device was able to discharge on battery power with no issues at all energy levels. No battery was returned and could not be evaluated. No fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.